Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that all drawers are functioning correctly. A field service engineer, verified that all cables are seated correctly and firmly. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, station is unresponsive, remaining on the password entry screen with a black display, and is indicated as offline on the rss. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.